Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results in comparison to the lab results. Results as follows: date: (B)(6) 2012, inratio inr: 1.7, laboratory inr: 4.8. The time between testing was 1 hour. Therapeutic range was not provided. There was no reported adverse pt sequela. There was no add'l info provided.